Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The firmware of the position controller was re-downloaded, then a motion calibration was completed to resolve the issue. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system could not be properly homed. It was reported that when the home button is pressed, all the motions worked correctly except for the in the x-axis. The gantry would not move in the complete range of motion, and several sounds from the relays could be heard when the motion stops. There was no patient present when this issue was identified.